Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on or about (B)(6) 2008. Since the surgery, patient has experienced pain and lack of mobility. Patient will likely need to undergo revision surgery. Update: (B)(6) 2012 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to aseptic loosening. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/24/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported the dor as (B)(6) 2012. There is no new additional information that would affect the existing investigation.

Event description:
Litigation papers allege: patient was implanted with depuy asr hip on or about (B)(6) 2008. Since the surgery, patient has experienced pain and lack of mobility. Patient will likely need to undergo revision surgery.